Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by the distributor that primary package had open seal (none allowed) . The product was not used by patient. A photograph depicting the issue was received from complainant.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H3: device evaluated by manufacturer? Has been selected as yes, h6: investigation results under imdrf cause investigation code, imdrf investigation, findings, imdrf cause conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in it, the reported defect can be seen. Samples were tested to confirm the presence of the reported defect and as a result, the reported issue was confirmed. Samples were received on 29/oct/2024 and tested on 02/dec/2024, one (1) of the tested sample had the presence of the open seal issue confirmed within them. Batch record revision results: lot 4b02641 was manufactured 15/feb/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 19/dec/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(4) and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Historical complaints review: on 19/dec/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4b02641 lot for the malfunction ¿primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging¿ defect and an additional complaints was identified. Historical nonconformance review: on 19/dec/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging¿ defect for the lot number 4b02641 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: (B)(4). Conclusions: as a photograph was available for this complaint issue, it was evaluated, additionally, the available samples for the complaint issue were tested and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate aql for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.